Event description:
It was reported when using the bd pyxis¿ medstation¿ es, experienced a black screen and no power in system. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power, displaying a black screen. The field service engineer (fse) disconnected the pyxis bus cables from the communication sled, the machine turned on. The fse then isolated all drawers and discovered that connecting drawer 2.2 to the circuit prevented the machine from powering on. The fse had resolved the issue by replacing the drawer controller on main drawer 2.2 and verified functionality. The system functioned as intended after the field service engineer repaired the device.